Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was implanted in the mitral position. This was causing aortic regurgitation; therefore, the valve was removed and replaced with a smaller [edwards] valve. The surgeon indicated that this event was due to procedure related factors and not a device malfunction. No other details provided.

Manufacturer narrative:
Device not returned. Additional information regarding the event (e.g. Operative report) has been requested; however, it has not been provided at this time. The device history record (DHR) is currently in process.

Manufacturer narrative:
A copy of the operative report was received on (B)(6) 2012. Based on the operative report, the patient has developed severe, symptomatic bioprosthetic mitral stenosis with near syncope and severe dyspnea at rest. The patient is now (B)(6) gestation with a viable pregnancy. A 27mm edwards bioprosthesis valve was placed and sutures were placed through the sewing ring and seated it into position, tying out sutures down tightly. The valve seated well and the leaflets were tested and moved freely without obstruction. Upon release of the cross-clamp, the lv filled and there was a large aortic insufficiency observed. A transverse aortotomy was created and exposed and inspected the aortic valve. The valve had not been injured during any placement of our mitral valve sutures; however, the sewing ring of the mitral valve distorted the non-coronary sinus leaflet of the aortic valve - such that it was tethered and visibly was unable to achieve coaptation. A 25 mm edwards bioprosthesis valve was re-replaced and inspected the aortic valve. Unfortunately, the surgeon could still observe an identical tethering of the aortic valve non-coronary sinus leaflet and there was evidence of severe aortic insufficiency. The only manner in which this situation could be effectively dealt with was to replace the native aortic valve. A new 19 mm edwards bioprosthesis valve was placed in the aortic position. The valve seated well and the valve leaflets were tested and moved freely without obstruction. While lowering cbp flows to half - the surgeon watched with tee to ensure that all intracardiac air was removed and then as the heart began ejecting, they weaned cbp without difficulty. The patient separated from cbp with excellent hemodynamics. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information. Corrected the following information: lot# and expiration date, approximate age of device, device manufacture date.